Event description:
It was reported that the patient presented with angina. The target lesion was located in the distal right coronary artery (rca). A 2.75 x 18 mm xience xpedition stent was implanted at 10 atmospheres (atm) with a good result. The patient was transferred back to the cath lab 1.5 hours later, due to angina. Stent thrombosis was noted and thrombectomy was performed. A 2.75 x 12 mm xience xpedition stent was implanted. The final outcome was reported to be good. The patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Thrombosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.